Event description:
Customer reported the anestar anesthesia delivery system shut down, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative verified that problem. Corrections included replacement of the system's power switch. System was safety tested to factory's specifications.